Event description:
Customer reported being hospitalized for dka. Customer reported having high blood glucose levels prior to hospitalization. Customer was unable to perform troubleshooting during the call due to the fact that she did not have batteries and was not wearing the pump. Customer was advised to call back to complete troubleshooting of pump.